Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23(post-reset ram crc alarm), power loss alarm and pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump errors and power loss alarm, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 4.0 received the lowbatteryalert (104) on 11/12/2025 05:01:00 after more than 7 days at 11.75 days. Battery cycle 3.0 received the lowbatteryalert (104) on 10/31/2025 10:06:00 after more than 7 days at 17.99 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/13/2025 10:09:00 after more than 7 days at 16.3 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on 11/14/2025 16:08:19.000 and 11/14/2025 16:10:14.000. Line=726 file=121. Per software engineering log investigation, pump error 38 was due to motor stall. Isolate to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 during rewind. Unit failed rewind test, but passed active current measurement test and sleep current measurement test. Battery was removed and reinserted after some time and no unexpected pump error 23 anomalies were noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection, no moisture damage was found on electronic stack. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 23 were not confirmed when no anomalies were noted during testing. Allegations of battery power loss were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations of pump error 38 were confirmed when pump error 38 was noted during rewind, in addition to alarms noted during download history review. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.